Event description:
The reading differences with my finger stick have me concerned. Some times the readings are very close other times the readings vary considerably (more than 20%).the sliding scale, which determines my insulin dosage, would differ contingent on which reading used. Currently, I use and document both readings. The finger stick readings govern my dosage. Patient reported inaccurate cgm values

Manufacturer narrative:
(B)(4).